Event description:
Event description guidant received information that the patient with this ventricular lead had several syncopal episodes. The clinician interogated the device and found several thousand ventricular tachy events. Technical services reviewed the information and determined the events were actually ventricular loss of capture. The ventricular thresholds have increased from 1 volt to 3.3 volts. The patient indicated the doctor had previously found a setscrew issue with the device.